Event description:
Boston scientific received information that this programmer had a short circuit and a smoke appeared from the back of it. Additionally, a burning smell was observed from the programmer. This programmer was removed from service and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Product analysis indicated that the programmer did not switch on due to the connector being cracked. Further, the rear housing and floppy disk drive were cracked. However, problem solved upon replacing the parts.